Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2015 with blood glucose of 706 mg/dl. Nurse was calling to troubleshoot insulin pump. Customer had symptom of vomiting, nausea, disoriented, abdominal pain and difficulty breathing. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was treated with insulin drip. During troubleshooting, it was found that customer forgot to change reservoir after third day and reservoir was empty. Set would be replaced.